Event description:
Patient called to report an adverse event that took place on (B)(6) 2024 during a sinus surgery involving a medtronic drill. Patient stated that during the procedure to remove what was left of a tumor in his right nostril, the drill became overheated and caused him second degree burns. Patient stated he has been treated every week since the incident and continues to experience no feeling in upper right-side teeth, nerve damage, constant nasal pain, and vision problems with right eye. Patient stated the right nostril and center cartilage received most of the burn.